Event description:
The customer reported experiencing a skin reaction while wearing an adc freestyle libre sensor, and experienced symptoms described as puss and rash. The customer had contact with a healthcare professional and received "hydroclodozone" for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The following investigation was performed based on the original (unknown) sensor. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dose audit reports were reviewed and demonstrated the continued effectiveness of the established sterilization process for libre sensor kits. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. Clinical data was reviewed and confirmed that freestyle libre sensor continue to be safe, effective, and perform as intended in the field. A tripped trend review was completed for the reported complaint and fs libre sensors, and there were no adverse trends that indicate any potential product related issues. Section d-4 ( serial number) has been updated based on the returned product. Sensor (B)(4) has been returned and investigated. Visual inspection has been performed and no issues were observed. The adhesive was returned. Extended investigation has also been performed. DHR's have been reviewed and the DHR's showed all units passed all tests prior to release. Dose audit reports were reviewed and demonstrated the continued effectiveness of the established sterilization process for libre sensor kits. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. No malfunction or product deficiency was identified.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer reported experiencing a skin reaction while wearing an adc freestyle libre sensor, and experienced symptoms described as puss and rash. The customer had contact with a healthcare professional and received "hydroclodozone" for treatment. There was no report of death or permanent injury associated with this event.